Event description:
A staff member was preparing to suction the pt. The user was arranging the pt circuit of the ventilator and repositioned the endotracheal tube, and then the user noted that the flow sensor broke. One section remained in the tube adapter. The user attempted to remove the remaining portion from the endotracheal tube but could not. The user extubated the pt and then intubated the pt with another endotracheal tube. No pt injury was reported.